Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection after the implantable cardioverter defibrillator (ICD) eroded through the patient¿s skin. The ICD system was removed and replaced. No further patient complications have been reported as a result of this event.